Event description:
A patient's wife reported that her husband had six unspecified stents and a cypher stent placed in his left anterior descending and circumflex vessels on multiple unknown dates. The first unspecified stent was placed in an unknown vessel in 1997. She reported that the patient had multiple heart attacks (dates unknown) after stent placements, with the first heart attack occurring in 1997. She additionally reported that in 1998 (prior to cypher marketing in the united states), an unspecified stent "did not deploy" and the "stent got lost in the body."

Manufacturer narrative:
A patient's wife reported that her husband had six unspecified stents and a cypher stent placed in his left anterior descending and circumflex vessels on multiple unknown dates. The first unspecified stent was placed in an unknown vessel in 1997. She reported that the patient had multiple heart attacks (dates unknown) after stent placements, with the first heart attack occurring in 1997. She additionally reported that in 1998 (B)(6), an unspecified stent "did not deploy" and the "stent got lost in the body." Multiple attempts have been made to contact the reporter for more information to no avail. The product was implanted and not available for analysis. The sterile lot number for the device is unknown, therefore, a device history report review could not be performed. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. With the limited information provided it is not possible to draw a conclusion regarding the reported events and the unknown cypher stent.

Manufacturer narrative:
The date of the event was 2007, but the month and day were not reported. Attempts to obtain additional information have so far been unsuccessful. Additional information will be provided within 30 days of receipt.